Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The most probable cause of the air bubbles seen in the line is the tubing connection. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called the hotline and stated that pump is alarming no disposable. Instructed patient to press start/stop button to silence alarm, reviewed settings and powered pump off. Closed clamp and removed cassette. Instructed patient to gently tap cassette to disperse air bubbles in the line. Replaced cassette and powered pump on. Attempted to restart pump but alarm persists. Instructed patient to power pump off, clamp remains closed on tubing, and cassette removed. Instructed patient to gently tap cassette to disperse air bubbles in the line. Replaced cassette and opened clamp on tubing. Pump powered on and pump continues to alarm. Pump powered off. Instructed patient to call doctor for further instructions. Patient verbalized understanding and no further needs at this time. No patient harm. No patient injury/no additional information available.